Event description:
It was reported that during a rotational atherectomy procedure, a wire fracture occurred. During preparation for the procedure, the rotablator was set to 200,000 rpm's and an "unusual sound (shrill)" was noted. When the burr was advanced into the patient, the dynaglide option was on and the rotational speed was fluctuating between 100,000 and 200,000 rpm's. The physician decided to change out the floppy rtw for another floppy rtw. Even with the new floppy rtw the same issues were noted (shrill sound). The system was withdrawn from the patient. When the floppy rtw was being removed from the burr, the guidewire tip separated in the burr. The procedure was completed with a new burr and rotawire. There was no reported patient complications. Patient status listed as "good".